Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window.

Event description:
Customer reported he was having a display anomaly. Customer's blood glucose was high at 447 mg/dl. Customer stated the device started going blank then a shadow. Now the display shows everything reversed. When he types in the information the information goes in reversed. Customer stated he did not have a serious injury or hospitalization. The device has not been dropped, bumped, or exposed to moisture. The device was not exposed to a high magnetic field. Customer stated he had the insulin pump in his pocket, went into the store, which has a security door but nothing more. Numbers are displayed backwards, time and date, reservoir indicator. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.